Event description:
In 2008, the patient reported an air bubble in the insulin cartridge of her infusion device. She stated she uses room temperature insulin to fill her cartridge. To troubleshoot, she was instructed to disconnect from her infusion headset. She stated her tubing had fallen into shaving cream this morning and there was "stuff" in the luer lock. The patient was advised to change to a new tubing and she successfully primed the infusion set. The patient was able to remove the air bubble and reconnected to her headset. A request for additional training was sent. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.